Event description:
It was reported that during a hand assisted sigmoid colectomy procedure the device was inserted improperly however it was touched with metel retractors.the retractors were taken off.once the hand was put in the device it seperated instantly.no pt consequence.another same like device was used to complete the case.